Event description:
It was reported that high impedance was observed. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that high, out of range pacing lead impedance was noted. Lead fracture was observed. The lead was capped and replaced. The patient was in good condition following the surgery.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.